Event description:
It was reported that pump housing and usb port were damaged, which prevented customer from charging pump, although pump had not shut down due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.